Event description:
Related manufacturer report number: 1627487-2023-05408. It was reported that both implanted leads had fractured. It was noted that the patient had fallen 2 times prior. The issue was confirmed by visual inspection. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein both implanted leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.